Event description:
Upon attempting to use the arthrex speed cinch, curved, md reported that the tip of the peak anchor broke off inside the pt. It was retrieved via a grasper. Upon attempting to use the second arthrex speed cinch, curved, md reported that the device "misfired." No pt harm occurred. Product available for eval at hospital.